Manufacturer narrative:
Updated: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: h6 (medical device ¿ problem code, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly. The unit passed all factory-specified performance and safety index tests. The iabp was delivered to the customer and was ready for clinical use.

Manufacturer narrative:
Due to character limitation in e1 full event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine maintenance of cardiosave intra-aortic ballon pump (iabp) the startup test had the error loop leakage. No patient involved.